Event description:
It was reported that during a laparoscopic colectomy, the device's hand activation buttons would not work. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.